Manufacturer narrative:
Device has been requested, but not yet returned to sorin group (B)(4). Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that there was no flow and no heating on the patient circuit of the sorin heater-cooler system 3t during priming. There was no patient involvement. A sorin service representative was dispatched to the facility to investigate and was able to confirm the reported issue. The patient bridge was replaced and the unit was tested. No further issues were reported. The replaced device has been requested for further investigation. A follow-up report will be sent when the investigation is complete. Replaced part requested for return.

Event description:
Sorin group (B)(4) received a report that there was no flow and no heating on the patient circuit of the sorin heater-cooler system 3t during priming. There was no patient involvement.